Event description:
It was reported that the bur broke during a minimally invasive posterior spinal fusion surgery. The broken piece did not fall into the surgical site. There was no pt involvement reported. The surgery was completed successfully using another device.

Manufacturer narrative:
Device not returned as yet for eval.